Event description:
It was reported the patient had a double valve replacement in 2008 where this valve was implanted in the mitral position. Reoperation was performed due to a paravalvular leak of this valve. During the procedure, the surgeon observed the sutures had pulled through the tissue. It was reported the surgeon did not believe the valve caused the paravalvular leak. Additional information has been requested.